Manufacturer narrative:
The lot number for the reported malfunction was not provided; therefore, a lot history review cannot be performed. The device was returned and the investigation is currently underway. The catalog number identified in section has not been cleared in the us, but is similar to the powerport products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 1806060j implantable port allegedly experienced fluid leak and defective components. The information was received from one source. The malfunction involved a patient with no reported consequences. The patient is a (B)(6) male. The patient's weight was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport products that are cleared in the us. The pro code for the products is identified in d2. H10: the lot number for the reported malfunction was not provided; therefore, a lot history review cannot be performed. The device was returned; however a photo review was performed. Based on the evaluation results and photo review, the investigation is identified for air leak and damaged septum.the definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: g1,h6(result & conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 1806060j implantable port allegedly experienced fluid leak and defective components. The information was received from one source. The malfunction involved a patient with no reported consequences. The patient is a 80 year old male. The patient's weight was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport products that are cleared in the us. The pro code for the products is identified in d2. H10: the lot number for the reported malfunction was not provided; therefore, a lot history review cannot be performed. The device was returned to the manufacturer and photos were provided for review. Investigation of the returned device was confirmed for damaged septum and air leak issues. Based on the available information, a definitive root cause of the event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 1806060j implantable port allegedly experienced fluid leak and material protrusion . The information was received from one source. The malfunction involved a patient with no reported consequences. The patient is a 80 year old male. The patient's weight was not provided.